Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant and pain at the implant site with stimulation. The pt was seen at the ctr for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.